Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the tip of the sternal saw was bent. There were no reported adverse consequences to the patient.